Event description:
It was reported that the device does not start up, and errors 630, 302.13, 202.11 and 710 displayed. The errors cleared, but error 630 showed again. The console was restarted after refilling purified water, but the problem persisted. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported errors were confirmed. The fse cleared the errors, and only error 630 remained. The distilled water was replenished, and the console was restarted, but the error persisted. The fse performed flow switch replacement and conducted laser output test and calibration, restoring the console's functionality. Based on fse evaluation, it is likely that the flow switch was not working as expected, contributing to the console difficulties encountered which led to the procedure being aborted.

Event description:
It was reported that the device does not start up, and errors 630, 302.13, 202.11 and 710 displayed. The errors cleared, but error 630 showed again. The console was restarted after refilling purified water, but the problem persisted. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that the device does not start up, and errors 630, 302.13, 202.11 and 710 displayed. The errors cleared, but error 630 showed again. The console was restarted after refilling purified water, but the problem persisted. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
Correction to field d4: unique identifier (UDI) #. The console or components were not returned for analysis. However, the console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported errors were confirmed. The fse cleared the errors, and only error 630 remained. The distilled water was replenished, and the console was restarted, but the error persisted. The fse performed flow switch replacement and conducted laser output test and calibration, restoring the console's functionality. Based on fse evaluation, it is likely that the flow switch was not working as expected, contributing to the console difficulties encountered which led to the procedure being aborted.